Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Perfusion data from the event was obtained and reviewed by the organox medical director (md). The md concluded the perfusion data confirms there was under perfusion of the hepatic artery. No adverse event occurred as a result of the incident, but if the issue were to recur it could lead to permanent impairment and/or permanent damage to a donor liver. A supplier corrective action request (scar) has been initiated to further investigate this device issue. Root cause analysis is pending.

Event description:
Device user (du) contacted an organox clinical specialist (cs) to report message code 2330 (critical fault) appeared on the device screen. Du reported that there was a significant kink in the ivc tubing just under the liver bowl that caused the liver to fill but not empty due to the kinked line. This caused the reservoir to empty and message code 330 (frequently empty blood reservior) appeared on the device screen subsequently followed by message code 2330. Du was able to fix the kinked ivc line and message code 330 disappeared from the device screen but message code 2330 remained. Cs informed them that message code 2330 would remain on the device screen for the duration of the perfusion and they verbalized understanding.

Manufacturer narrative:
The investigation reviewed batch records and identified no deviations. Further root cause investigation was carried out and it was determined that the stuck together or kinked tubes are caused by the thickness of the tubes along with an unfavorable tube position within the disposable set. Prior to usage of the device, each device user is provided training. During the training device users are advised to check all tubing for kinks/occlusions.

Event description:
Device user (du) contacted an organox clinical specialist (cs) to report message code 2330 (critical fault) appeared on the device screen. Du reported that there was a significant kink in the ivc tubing just under the liver bowl that caused the liver to fill but not empty due to the kinked line. This caused the reservoir to empty and message code 330 (frequently empty blood reservoir) appeared on the device screen subsequently followed by message code 2330. Du was able to fix the kinked ivc line and message code 330 disappeared from the device screen but message code 2330 remained. Cs informed them that message code 2330 would remain on the device screen for the duration of the perfusion and they verbalized understanding.